Event description:
It was reported that approx. 40 months after the implantation the lead was cut off, capped and replaced. The reason for the revision was threshold (greater than 6 v) and impedance increase. The cut section of lead was returned for analysis.

Manufacturer narrative:
The returned lead was only available in fragments and had been cut off about 17.5 cm distal of the is-1 connector pin. Only the proximal part of the lead was returned for analysis. The distal part of the lead, including the tip electrode, were not returned for analysis. The returned fragment was examined visually, mechanically, and electrically. Aside from the existing cut through the lead, no damage was detected. The measurement of the direct-current resistances of the electrical conductors also proved to be unremarkable. The analysis of the available lead fragment did not show any anomalies that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.